Event description:
A review of service data detected a reportable problem. During servicing, the rear response button on monitor sn (B)(4) was non-functional. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor's rear response button was intermittent. The cause for the intermittent button was a defective switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.